Event description:
It was reported that customer experienced cgm error during use of cgm sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through full pump reset, after which error did not reappear and customer successfully started sensor session, with no additional actions reported.